Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal aortic aneurysm stent system and two (2) ovation ix iliac limbs. During the initial implant procedure, a type 1a endoleak was identified. In an attempt to address this issue, the physician then placed a (non-endologix) p4010 palmaz device, loaded on a 32mm coda. Unfortunately, this did not resolve the type 1a endoleak. The physician used a (non-endologix) 16x4 atlas balloon to post-dilate the palmaz stent, but again, this did not resolve the endoleak. As a next step, the physician is decided to wait until the 30-day follow-up CT angiogram (cta) to determine if the endoleak will resolve itself or if further action will be necessary. The patient has recovered from the surgery without any complications.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, type ia endoleak (persistent) is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy-related. Although an on-label case, this patient had a short, tortuous infrarenal aortic neck. The infrarenal neck angle was 81.3° and the neck length was 7 mm. This likely contributed to the reported events. The clinical evaluation also shows reasonable evidence to suggest evidence to support the likelihood of an additional endovascular procedure having taken place, specifically a right common femoral artery endarterectomy. This finding was discovered during an examination of the operative report dated 27 april 2023. Procedure-related harms of this complaint could not be determined with the medical records available for review. The physician confirmed the resolution of the previously reported type 1a endoleak, and it has been ascertained that there is no longer any blood flow reaching the aneurysm sac. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal aortic aneurysm stent system and two (2) ovation ix iliac limbs. During the initial implant procedure, a type 1a endoleak was identified. In an attempt to address this issue, the physician then placed a (non-endologix) p4010 palmaz device, loaded on a 32mm coda. Unfortunately, this did not resolve the type 1a endoleak. The physician used a (non-endologix) 16x4 atlas balloon to post-dilate the palmaz stent, but again, this did not resolve the endoleak. As a next step, the physician is decided to wait until the 30-day follow-up CT angiogram (cta) to determine if the endoleak will resolve itself or if further action will be necessary. The patient has recovered from the surgery without any complications. Additional information: based on the findings of the clinical assessment, it has been determined there is evidence to support the likelihood of an additional endovascular procedure having taken place, specifically a right common femoral artery endarterectomy. The physician has confirmed the resolution of the previously reported type 1a endoleak, and it has been ascertained that there is no longer any blood flow reaching the aneurysm sac. The patient's condition is currently stable and satisfactory. Moving forward, the patient will adhere to a routine follow-up plan as advised by the physician to ensure continued monitoring and appropriate care. Since the resolution of the intraoperative type 1a endoleak has been confirmed during the 30-day follow-up, it is no longer required to be reported.